Manufacturer narrative:
Film analysis summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be fully determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Post-implant cts were not provided for a more thorough assessment of the stent graft in vivo configuration. A comprehensive endoleak interrogation was not seen and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is possible that this was a type IV endoleak. Factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. A type ii endoleak due to retrograde flow from patent collateral vessels cannot be fully ruled out and may have also been present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft was implanted during the endovascular treatment of a mycotic aaa.. The mycotic aneurysm had been medically treated for 6 weeks prior.  It was reported following the implant of the stent graft, a type IV endoleak was identified in the aui stent graft . A 16-16-82 limb was then implanted as treatment in the aui stent graft, but the type IV endoleak remained.  Per the physician, the cause of the endoleak is due to a graft fabric issue. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Correction to 3: date MFR rec: aware date updated to 26-jan-2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.